Manufacturer narrative:
(B)(4). The customer reported that the external paddles did not discharge energy during testing. There was no pt impact or involvement. The customer reported that replacing the paddle set resolved the issue.

Event description:
The customer reported that the external paddles did not discharge energy during testing. There was no pt impact or involvement.